Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed failed self-test. Customer blood glucose reading was 85 mg/dl. Troubleshooting was performed. Customer stated the insulin pump passed self-test on the first testing. Customer states pump was not exposed to a high magnetic field. Customer stated they are able to rewind the insulin pump. Customer stated the insulin pump was not dropped or bumped. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Not in manufacturing mode. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Pump error alarm confirmed in the insulin pump history due to cold solder joint on keypad assembly. Unit was received with missing display window cover, severely scratched lcd window, scratched keypad overlay, faded serial number label, cracked retainer and scratched case.